Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event, as the patient admitted to not performing hand hygiene prior to initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg (duration, frequency not provided), however on (B)(6) 2025 the patient¿s abdominal pain had not subsided, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus; therefore, the patient¿s vancomycin was discontinued, and the remaining ceftazidime will be administered intravenously (IV). The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene as the patient admits to not performing hand hygiene prior to initiation or termination. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg (duration, frequency not provided), however on (B)(6)2025 the patient¿s abdominal pain had not subsided, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient also received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus; therefore, the patient¿s vancomycin was discontinued, and the remaining ceftazidime will be administered intravenously (IV). The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene as the patient admits to not performing hand hygiene prior to initiation or termination. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.